Event description:
It was reported that the patient awoke from sleeping to a "strong, uncomfortable jolting sensation" from his implantable neurostimulator (ins). It was noted that the patient was recharging while sleeping and changed body position which caused the jolting sensation. The therapy was temporarily suspended. The patient outcome was reported as recovered without sequelae.

Manufacturer narrative:
Lead model 3778-45 (B)(4) implanted: (B)(6) 2010 explanted: (B)(6) 2011 lead model 3778-45 (B)(4) implanted: (B)(6) 2010 explanted: (B)(6) 2011 extension model 3708140 (B)(4) implanted: (B)(6) 2010 explanted: na extension model 3708140 (B)(4) implanted: (B)(6) 2010 explanted: na programmer 37744 (B)(4) recharger model 37755 (B)(4). This device was being used in a clinical trial noted as (B)(4).